Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In was reported in june 2019 that the user stopped responding to sound with the device 10 days prior. No swelling or redness over the implant site was noted. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User ((B)(6) yrs) stopped responding to sound 10 days prior. No swelling or redness over the implant site. No history of fever or other medical problems. Reimplantation is considered.